Event description:
It was reported to the co that the occlusion balloon moved during the procedure. The physician inserted the occlusion balloon into the patient and inflated and started to stent the area and the occlusion balloon moved proximal into a larger section of the vessel which allowed the emboli to advance around it. The patient is reported to be ok.